Manufacturer narrative:
(B)(4). The customer reported the device failed the op check pacer test. Also noted there was poor connection between the therapy port and therapy cable. There was no reported patient involvement. Philips evaluated the device and confirmed the problem. The therapy port was replaced to resolve the problem. The device passed all tests and was returned to the customer.

Event description:
The customer reported the device failed the op check pacer test. Also noted there was poor connection between the therapy port and therapy cable. There was no reported patient involvement.